Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : update 03-dec-2021: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter: patient reported legal if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Claim letter received. Patient alleges pain, hip prosthesis failure, ring on bipolar head broke and suffer from "drop foot". Doi: unknown, dor: unknown, left hip. Update ad (B)(6) 2021 medical records received. After review of medical records in addition to what previously alleged patient alleged pain, fall, numbness, tingling, weakness, walking difficulty and having blood clot after second revision surgery. Patient fell and fractured his constrained liner causing his hip dislocate. Radiograph reported of calcification. Constrained liner was revised.